Event description:
It was reported that occlusion alarms occurred. Reportedly, on (B)(6) 2026 the customer¿s blood glucose (bg) level was 1,000 mg/dl with ketones. Ketone level was identified as life threatening by a healthcare provider. Reportedly, the customer lost consciousness and woke up in the emergency room and was subsequently admitted to the intensive care unit for the elevated bg, an infection and was septic. Customer was treated with intravenous fluids of saline, an insulin drip, enison antibiotic, and sodium phosphate. Treatment resolved the issue with no permanent damage. Customer was discharged (B)(6) 2026. Ultimately, reverting to an alternate method insulin therapy.